Event description:
It was reported that during use the draeger incubator c2000 posted an alarm and the temp and humidity decreased. The child was admitted to the neonatal ward (nicu) at 00:35 on (B)(6) 2023 as premature and low birth weight. The baby was immediately placed in the incubator to keep warm, ventilated to assist breathing, provided intravenous nutrient solution and other drug treatments. At 10:00 on (B)(6), the incubator experienced a drop in temperature and humidity. Immediately replaced the incubator with a new one to continue treatment, and contacted the medical equipment department for maintenance. No adverse patient impact was reported.

Manufacturer narrative:
It was confirmed that the site performs the device maintenance but will call draeger for service if a malfunction occurs. Additional information was requested including what type of water is used in the incubator and if the operational checkout was performed. However, this information was not made available. The device was evaluated by a draeger technician on (B)(6) 2023. The sensor module was replaced to resolve the issue. No further issues have been reported. H3 other text : see h10.